Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that there was a large difference between sensor glucose and blood glucose. Customer stated that sensor glucose was below 50 mg/dl but her blood glucose was 114 mg/dl. Customer's current reading shows her blood glucose was 114 mg/dl and sensor reading was 176 mg/dl. The customer was educated regarding the causes of sensor and blood glucose differences and how and when to calibrate. Customer reported that she received changed sensor on previous sensor. Troubleshooting was done. Customer's blood glucose was 373 mg/dl. She reported taking glucose tablets due to sensor reading was going low. Advised customer that sensor would be replaced. No further information provided.